Manufacturer narrative:
Exact date unknown, event occurred in approximate two months ago.

Event description:
It was reported that the patient was experiencing discomfort on the pocket site. The patient underwent a pocket site revision procedure and doing well post operatively.